Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture corrosion is observed in the battery canister. The battery compartment and cap are undamaged and able to fit securely. The pump passed a leak test. The pump is unable to power up and it¿s completely unresponsive, unable to verify steps and to adequately investigate reported ¿short battery life¿ complaint. The pump¿s cover was removed, no further moisture ingress was found inside the pump, no intermittent condition was found to the power pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.